Event description:
Philips received a complaint by the customer on the v60 indicating that there was no air flow. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that there was no air flow. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse set the flow and pressure to 0 and found the blower rotations per minute (rpm) was at 3000 and the blower ampere (amps) was at 0. The rse then set the flow to 100 and the blower rpm was at 3000 and the blower amps was at 1.8. The rse then advised the customer to replace the blower assembly. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that there was no air flow. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse set the flow and pressure to 0 and found the blower rotations per minute (rpm) was at 3000 and the blower ampere (amps) was at 0. The rse then set the flow to 100 and the blower rpm was at 3000 and the blower amps was at 1.8. The rse then advised the customer to replace the blower assembly. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.